Event description:
"I switched to my 5th set of aligners and the bottom aligner doesn't fit. I noticed on set 4 that there was a gap on the inside right lingual side but it wasn't too bad. Now the gap is very large and the bottom aligner won't clip down in the back right."

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.